Event description:
It was reported that the needle was observed to be unattached to the syringe while within its packaging.

Manufacturer narrative:
It was reported that the needle was observed to be unattached to the syringe while within its packaging. According to the reporting facility, "the syringe is compromised and wasted." No serious injury or adverse impact to a patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation in new unopened condition and the reported problem/issue was confirmed. Although the needle was observed to be unattached to the syringe, the syringe packaging remained sealed and the sterile barrier was not compromised. The device sterility would not be compromised if the sterile barrier remains intact. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.